Event description:
It was reported that when the patient had the device implanted, she was in rehabilitation. She was in a tremendous amount of pain and it took about 8 months to a year to recuperate from this surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Antenna issue captured in (B)(4).] [Device not working right issue captured in (B)(4).] [Pain/swelling/burning issue captured in (B)(4).]

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97791, lot# n368014, implanted: (B)(6) 2014, product type: accessory. (B)(4).